Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had recently been hospitalized due to diabetic ketoacidosis. Customer stated that during this time, she had been having trouble with the sensor cannulas being bent. Blood glucose level was 233 mg/dl at the time of the call. No further information was provided.